Event description:
It was reported that the patient presented in clinic after receiving a high voltage shock from the device. During device interrogation, inappropriate shocks due to supraventricular tachycardia were observed with the earliest event noted on (B)(6) 2014. Premature battery depletion was also noted on the device. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician, and subsequently, the device was explanted and replaced. The patient has a documented history of right atrial lead fracture, and the physician elected to continue to monitor the lead. The patient was stable during and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The battery performance alert was verified through the device image. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The reported field event of inappropriate hv output was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.